Event description:
It was reported that a standard 118 y p.a.'s "perfusor leaked." The leak was identified during a transfusion of platelets. The reporter stated that "micro cracks in the tubing generated leaks of platelets in the patient's bed." There was no report of patient injury, medical intervention, or adverse event in association with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.